Event description:
Patient complained that an external fixation was applied to treat a fractured wrist. One pin fractured while patient was in bed; removed in 2002 at hospital. Another pin fractured the following month during removal of external fixator. The distal portion of broken pins were removed in 2003 by dr.